Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event where sample with a previous history of anti-jka failed to react with 3% selectogen lot #s210 exp.: sept-08-20. A sample was initial tested with s204 and was negative ( mxp# 2267412). This event: a new sample was tested with 3% lot s210 screening cells on (B)(6) 2020, and negative reactions for abs screen was noted. Patient was then transfused two units of packed rbc on 8-13-20 without any issues.( both units were jka negative). Patient was released from facility on (B)(6) 2020. According to customer, patient is an oncology patient ( (B)(6) years old female) that travels between the different nearby facility for treatment. ( no additional details provided on patient). Relevant information: issue started on: reported (B)(6) 2020. Microtubes/wells or cell (donor#: (B)(6)) affected: cells #1 and # 2. Reaction grade obtained: negative; customer was expecting: positive; incubation time (for manual test only): 15 mins. Using tube method; sample: 1x; was qc affected? No. Was any expired product used? No. When was the last successful qc run? Each day of testing. Product handling protocol: rbc storage and handling: as per IFU, visual appearance before use: all products passing visual inspection. Review of antigram showed donor #1 ((B)(6)) is heterozygous for jka, while donor # 2 ((B)(6)) is homozygous for jka antigen. Customer stated patient was discharged after transfused without any issue. Customer felt issue is possible sample related.